Manufacturer narrative:
B5: a healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was repositioned however was not successful. The lens was removed and replaced with a sperate lens. Cause of the event is unknown. D1-d4: implantable collamer lens (icl), phakic toric intraocular lens, product code: qcb, vtich, t1181348, (B)(4). Claim# (B)(4).

Event description:
A healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was repositioned however was not successful. The lens was removed and replaced with a sperate lens. Cause of the event is unknown.

Manufacturer narrative:
H6 - health code 4627 device explantation. Claim: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens remains implanted.